Event description:
Three french pasv PICC catheter inserted using ultrasound assistance. Unable to place last 5 cm of catheter, due to catheter not advancing in vein. Catheter was flushed and attempted to aspirate blood, but air was aspirated instead. The PICC was then removed.